Event description:
It was reported that intermittently, the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 40-178 mg/dl. Customer consumed carbohydrates to address low bg level. Reportedly, a pump reset was performed to address the event; however, customer did not acknowledge and maintained allegation that pump reset did not resolve the issue. Although requested, contact declined to upload the pump for tandem technical support to investigate further. A replacement pump was sent to the customer for customer satisfaction. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.